Event description:
Patient reported a left side capsular contracture baker grade unknown against a non-(B)(6) device. Device status is unk. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).